Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the right internal carotid artery (ica). The micro needle, 0.014 guidewire, and sheath were inserted successfully. Two angiography images of the external carotid artery (eca) were taken. The micro wire and micro sheath were advanced from the ica into the eca, and 0.014 wire was exchanged for the j-wire of the nps. The micro sheath was removed, and the arterial sheath was inserted. Two angiography views of the arterial sheath revealed a dissection of the common carotid artery (cca). The sheath was pulled back and procedure completed as planned, with the placement of an additional stent to cover the dissection. The patient was stable following the procedure.

Manufacturer narrative:
Updated fields: e1 - initial reporter email.

Event description:
It was reported that a dissection occurred, requiring an additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the right internal carotid artery (ica). The micro needle, 0.014 guidewire, and sheath were inserted successfully. Two angiography images of the external carotid artery (eca) were taken. The micro wire and micro sheath were advanced from the ica into the eca, and 0.014 wire was exchanged for the j-wire of the nps. The micro sheath was removed, and the arterial sheath was inserted. Two angiography views of the arterial sheath revealed a dissection of the common carotid artery (cca). The sheath was pulled back and procedure completed as planned, with the placement of an additional stent to cover the dissection. The patient was stable following the procedure.